Event description:
It was reported that an ilet became unresponsive, displayed no screen activity, and became hot to the touch during attempted charging despite multiple chargers and button presses, leading to cessation of insulin delivery and device replacement while the user reverted to backup therapy with subcutaneous insulin. Symptoms included hyperglycemia. Outcomes included elevated blood glucose above 400 for several hours without hospitalization or medical intervention. Investigation included customer troubleshooting, review of reported device behavior, and collection of the returned device for evaluation. Investigation of this case revealed that fluid had breached the seal, and corrosion was found in certain parts of the components. It was concluded that fluid ingress caused the overheating and sporadic response that the user was experiencing.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.